Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had a blank display. The customer¿s blood glucose was unknown. The caller said that they've had the pump since (B)(6) and it had a battery in it and it worked. When they tried turning it on the day prior to the call, it would not come on. After trouble shooting, the display returned but they received a power loss alarm and a pump error alarm. The customer was advised to disconnect from body and to select ok to clear the power loss alarm. The insulin pump is not being returned for analysis.